Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger unable to power on) was confirmed. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger unable to power on) was confirmed. As received, the charger/modem was unable to power on. Upon evaluation, the j601 component on the ca board was thermally damaged and there was liquid contamination on the battery board and the sd card. The cause of the resets is the thermally damaged component and the contaminated battery board and sd card. The root cause of the defective component cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that the charger would not power on.